Manufacturer narrative:
Additional narratives: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 3 years, 10 months due to leaflet thickening, motion restriction, calcification, and stenosis. The patient presented with sob.

Manufacturer narrative:
The most likely cause is patient factors, including coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, 10 months due to leaflet thickening, motion restriction, calcification, and stenosis. The patient presented with sob. A 26mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.